Manufacturer narrative:
The screw is not returned for investigation but the failure is confirmed by review of the available photograph. According to the review of complaints received for similar failure, the main cause of such issue is application of excessive loads to the device. In current case, the reported event mentions the issue occurred during persuader use, hence the failure could be associated with application of cantilever forces while using a persuader. Device discarded by hospital.

Event description:
It was reported that, "the xia3 tower (corkscrew) persuader was used on a s1 screw head and the tulip head broke off. The screw was backed out of the patient and a new screw was put in. "

Manufacturer narrative:
Method: visual inspection, functional inspection, and device history review. Results: visual inspection: inspection of the involved screw is done based on photograph. The tulip disengagement is confirmed. The quality of the photograph does not allow us to see the damages that can be found on the tulip and bone screw. Functional inspection: not applicable. Device history review: not applicable as the batch number of the involved device is unknown. Conclusion: it is reported that the tulip is disengaged from its bone screw during the surgery. The screw is not returned for investigation but the failure is confirmed by inspection of the available photograph. This issue is well known as previously reported in past complaints. According to the review of complaints received for similar failure the principal cause of such an issue is application of excessive load to the devices. In current case the reported event mentions issue occurred during persuader use, hence could be associated with application of cantilever forces and overload as well.

Event description:
It was reported that, "the xia3 tower (corkscrew) persuader was used on a s1 screw head and the tulip head broke off. The screw was backed out of the patient and a new screw was put in. "